Manufacturer narrative:
Additional information added to b.5. Corrected information in f.10 per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest the source of the infection was possibly the pneumonia the patient presented with 3 weeks post-procedure, but it is not definitive. The increased gradient with worsening pvl were most likely caused by the vegetation/endocarditis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Additional information was received via records from the hospital. The tavr procedure went well with no issues noted, mild pvl and normal gradients. Approximately 3 weeks post procedure the patient presented with pneumonia. Tte showed pvl still present and the mean gradient increased to 22mmhg. No vegetations were observed. Approximately 2 months post procedure, blood cultures were positive on (B)(6) 2020 for enterococcus during a repeat hospital admission. Moderate pvl was noted around the sapien 3 valve along with a possible aortic root abscess and vegetation on the valve. The decision was made to explant the valve and replace it with a surgical valve.

Manufacturer narrative:
UDI: (B)(4). A DHR review was performed and did not reveal anything that may have contributed to the complaint event. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant 3 years, 9 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that patient factors and co-morbidities may have contributed to the valve explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 months post successful tf tavr the 23mm sapien 3 valve was explanted and replaced with a surgical valve for unknown reasons. Multiple attempts have been made to obtain additional information however no additional information has been received, to date.